Event description:
The pt reported experienced intermittency between the external equipment and the cochlear implant, followed by a loss of lock. External equipment was exchanged; however, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.